Manufacturer narrative:
(B)(4). Batch # k5dj11. The analysis results showed that the tlh30 device arrived in good visual condition and with a reload loaded on the device. The reload was returned fully loaded with staples. When tested for functionality it was noted that when the retainer pin was fully forward the rotating knob did not turn and the device remain locked, further analysis showed that the lockout knob was not properly assembled. No functional test was performed due the condition of the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the rotating knob of the device could not rotate. For the safety of the patient, another like device was used to complete the procedure. There were no adverse consequences for the patient reported.